Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 2938836-2019-04372. It was reported that when the patient presented via remote transmission after an alert was received for anti-tachycardia pacing (atp), noise, high pacing impedance, and increased threshold were observed on the rv channel. Noise was also observed on the atrial channel. The patient has been receiving inappropriate atp intermittently since the first episode. The physician discussed explanting the system.